Event description:
Reporter indicated that vns pt had picked at their incision site to the point that the wound opened. Revision surgery was performed to close the wound and the pt is reportedly doing well.